Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated they had an appointment with the health care professional (hcp) later on the day of the report. Patient said they had had their ins since last (B)(6) and had reached a point where they were doing quite well and had left it on the setting. Patient asked if it was still important to keep adjusting stimulation, as they had gone through the 4 programs and was currently at 1.9, and that it was comfortable . Basic device information was reviewed. Patient said it was not perfect, their ideal would be to only have to urinate 6-8 times a day and had not gotten that far, but patient had done much better but they still had some urgency and frequency. Patient said their symptoms were more than 50% better than they were before getting their stimulator. Patient said they were not making an allegation against the device. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who was having issues increasing stimulation. They were trying to change to another program because their healthcare provider (hcp) told them to; they were still having issues with urgency and frequency for a couple months. They've had success, but it wasn't enough. They get problems when they drink water throughout the day, but they can go 3-4 hours at other times being active without voiding. The patient switched from program 2 to 3 and is trying to increase. During the call, they connected to their patient programmer (pp) which showed stimulation was off; the patient was getting the stimulation off icon when trying to increase so therapy was turned on. The patient has the ability to change programs and/or adjust stimulation and they were able to feel stimulation in the correct area; they will monitor their symptoms. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). It was also reviewed to contact the hcp if the problem does not resolve. It was further reviewed that they can try increasing stimulation as long as it is comfortable, and if uncomfortable, they can try program 4. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported they had not used their programmer in some time and would like to change programs. Patient was still having frequency and urgency and stated they should urinate 8-10 times a day but was way over that. Patient stated that if they were standing they could go 3-4 hours without using the bathroom but noticed a dramatic difference when sitting down that they got the urge to urinate. Stimulation was on and set on p4, and they changed to program 1 and confirmed they were able to adjust amplitude to a comfortable spot where they felt stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient has not gotten therapy benefit since a program change in (B)(6) 2018, but then reported that they never really had therapeutic benefit. The patient reported that they noticed it more if they were working outside and drinks more which really effects them. The patient confirmed less than 50% benefit from therapy and was assisted with adjusting from program 2 at 2.2 to 1.9 on program 1 and reported that they have a follow-up appointment with their healthcare provider (hcp) in (B)(6). Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient wasn't feeling it all the time. They just turned it on and increased the stimulation. The patient stated it was helping the symptoms, but it was kind of in-between and they were not getting complete relief. They were still having problems with urgency and frequency and was having trouble hydrating themselves, noting that, if they drank more water, they would have to urinate more. It was reported the patient increased to 0.8 volts (v) on program 3 at the time of the report. The patient stated they were getting 30% relief. They were going to follow up with their healthcare professional (hcp) on the day after the report. On (B)(6) 2017, it was reported that they had some improvement in voiding, but was still urinating quite frequently. They changed from program 3 at 0.8 to program 2 at 1.1 v and felt stimulation comfortably. On (B)(6) 2017, the patient reported that the therapy would work okay after they would leave their office at home, but they still had a lot of problems with frequency and urgency while they were in their office at home. They changed to program 1 at 1.8 v and was feeling the stimulation in the right side of the target area. There were no further complications reported or anticipated.